Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device after a diagnostic procedure. It was reported that angiography was performed and confirmed the sheath of the device was in the femoral artery. It was reported that insertion of the device was at 45 degrees. During insertion of the device there was reported to be resistance at the connection of the guide and sheath. The physician reported that it took longer to insert the device and it took force to insert the device. It was also reported that it took "awhile" to obtain marking. Once the foot was deployed, the marking stopped as expected. The foot was deployed without report of resistance. The needles were deployed with a "little resistance." It was noted at needle retrieval that there were bilateral cuff misses. The foot was parked and the device was attempted to be removed, but it was reported to be "stuck". The physician was reported to "pull the lever up and down several times to park the foot properly". The foot was reported to be in the parked position. The physician was then reported to pull the device "out harder" and that is when the connection between the guide and foot "broke apart". The patient was taken to surgery for device removal and to achieve hemostasis. The patient was reported to still be hospitalized as of 05/2002.